Manufacturer narrative:
The event product was returned to applied medical for evaluation with 1 rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between (B)(6) 2014 and (B)(6) 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an (B)(6) 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed unknown- "this is the complain from the market. Please refer to the complaint sheet for investigation. Physician noticed a piece of rubber fragment in patient's body cavity during a procedure. The piece of rubber fragment was retrieved at the time. The actual event unit and a piece of rubber fragment were returned to olympus and visually inspected: confirmed there were absent part in septum. The absent part of the septum and the piece of rubber fragment coincided. Please analyze this complaint phenomenon and review the device history record of the event unit." Patient status: no patient injury